Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been having complications post cardiac resynchronization therapy defibrillator (crt-d) implant. The pocket incision had opened up and a revision had been performed to close the pocket again. Since this revision the patient has continued to feel pain/discomfort at the incision site. The device remains in service at this time. No additional adverse patient effects were reported.